Event description:
The co rep reported that during a routine check, prior to use on the pt, the unit power cycled off after 45-60 seconds with the fully charged batteries and plugged into the ac receptacle. The pt was switched to another unit and therapy was continued. No pt injury was reported.